Manufacturer narrative:
03/04/1998: h6-primary finding of device analysis revealed motor shall stall due to an open motor coil.

Event description:
Reported as "device having no rotor movement under fluoroscopy. Pt had no pain relief, and device was replaced with another pump."